Event description:
The customer reported the infusion set was leaking at the y-site luer adaptor. Photograph provided by the customer contains a notation that white powder, indicative of a chemotherapy leak, is present at the luer adaptor.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the luer connector or needleless injection cap was confirmed but the cause is unknown. Two photographs of the implicated 20g powerloc safety infusion set were returned for evaluation. One of the photographs was of the overall device. The sample appeared unused as the safety mechanism was not engaged, the clamps were in the open position, and the end cap was still attached to the side-tail luer adaptor. The side-tail luer adaptor was circled in yellow, indicating that this was likely the location of the reported leak. The second photograph was of the implicated device which contained evidence of use (e.g., a syringe was attached to the y-site, the clamp on the side-tail tubing was closed, and a needleless injection cap and extension tubing were attached to the side-tail luer adaptor). A piece of gauze or tape was seen in the photograph. A note was seen on the photograph that stated, ¿tape that covered both connection points below. Dried white substance noted inside of white tape after patient reported ¿leaking¿¿. Another note stated, ¿this is the cap that is in the port access kit¿. It is unknown if the reported leak occurred at the connection between the infusion set and the needleless injection cap, between the needleless injection cap and the extension tubing, or at both locations. Without receipt of the physical sample, the connection points cannot be functionally tested. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include a loose connection between components, a cross-threaded device, deformation of the luer adaptor, or a cracked luer or injection cap. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.